Manufacturer narrative:
The reagent lot number is 861364 with an expiration date of 31-may-2026. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative checked the gear pump, cuvette washes, and the reagent calibrations. He performed adjustments, checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation did not identify a specific cause of the event.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 10.06 mg/dl. The sample was repeated because the result didn't match the patient's clinical history. The repeated result was 4.17 mg/dl. The sample was repeated on another module, and the result was 4.12 mg/dl.